Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the complained product was not made available for investigation. The investigation was based upon batch history, historical data analysis, event description and review of pictures. During visual inspection of the complaint samples on the pictures, a strong deformation on the tip of slider sheet was noted. Additionally, the tongue on the proximal end of the clip cassette is broken-off. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Conclusion/preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. The reported damage of the product could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. According to the applicable instructions for use (IFU) in effect at the time of product use, the following should be noted: clip applier malfunction due to interrupted loading process! To prevent a clip jam, do not interrupt the loading process. In the event of a clip jam, end the loading process immediately and replace the cassette. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product pl572t - ligature clip 12 mag.= 144 pcs.. According to the complaint description, the magazine fell into the patient´s body and the plastic tip remained in situ. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).